Event description:
On (B)(6) 2025, bvi received complaint involving three similar incidents with three different patients, treated by different surgeon. In each case, single-use forceps were allegedly identified as excessively rough and sharp. These issues resulted in a radial tear at the primary incision site in two cases - both requiring sutures - and a superficial corneal abrasion in one case. No information has been provided to indicate that these outcomes resulted in long-term harm, prolonged hospitalization, or other complications. There is currently insufficient evidence to conclude that the reported events resulted in serious injury. However, the complaint suggests a potential device malfunction that could reasonably lead to serious outcomes (e.g. Permanent vision impairment or infection), particularly in the context of ocular surgery. Each incident involved a different lot number; therefore, a separate FDA report will be submitted for each case under following report numbers: 3002808441-2025-00004, 3002808441-2025-00006.

Manufacturer narrative:
Additional information will be provided following investigation completion.

Manufacturer narrative:
No samples were returned for analysis. The complaint evaluation was therefore based on the information provided by the customer, a review of historical data for similar events and investigation performed by supplier. A comprehensive investigation was conducted into the reported defect for component no. Mmsu1567cs, described as "too rough and sharp." The device history records (DHR) for the affected lots were reviewed in accordance with internal procedures. All required manufacturing and inspection records were complete, and no abnormalities or process deviations were identified. All operators involved were trained and qualified, and all relevant inspection steps were documented with appropriate signatures and dates. The manufacturing process at the bvi bidford facility was evaluated in detail. Based on the established workflow and controlled manufacturing environment - including processing in an eca (class 8 cleanroom) for final assembly and packaging - no manual steps were identified that could have plausibly contributed to the reported issue. Additionally, a review of the complaint database showed no adverse trend or previous occurrence of a similar failure mode associated with this sku (stock keeping unit). The supplier was engaged as part of the investigation. They conducted a review of all internal batches linked to the raw material lots in question. Inspection and production records were analyzed, with special attention to tip geometry, incision size, and potential burrs. No irregularities were identified. While some products initially showed minor dimensional or alignment issues, these were reworked and passed re-inspection according to established quality standards. Due to the unavailability of physical samples or photographic evidence, the root cause could not be definitively determined. However, based on the findings and process traceability, it is more likely that the defect originated during the upstream manufacturing process at the supplier site, rather than at the bvi bidford facility. Following a thorough investigation, it has been determined that no additional corrective or preventive actions will be initiated at this time. The issue reported does not indicate a systemic or recurring problem, and no further action is warranted. The complaint has been formally acknowledged and recorded in bvi's complaint management system. Bvi will continue to monitor customer feedback and will take appropriate action should any unfavorable trend be observed.